Manufacturer narrative:
D4: unique identifier (UDI) #: the lot number (10) and subsequent expiration date (17) are unknown; therefore, the UDI number only will contain the device identifier (01). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
The patient underwent an unspecified procedure wherein perclot was applied, and the patient developed a bowel obstruction. During the procedure the perclot turned white; however, per IFU excess unreacted product should be carefully removed and irrigated away from the site. After an unspecified amount of time the patient experienced a bowel obstruction. To remedy the obstruction, a revision surgery was performed. No further information was available at the time of this report.

Manufacturer narrative:
Additional information: h6 and h11. H11: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relev.